Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, local infection / subacute chronic osteitis, pain, swelling, abscess. Post placement infection causing failure.